Manufacturer narrative:
E1. Initial reporter phone #: additional phone number reported. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle that an unspecified number of devices had sleeve side piercing with the needle exposed. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ signal¿ blood collection needle that an unspecified number of devices had sleeve side piercing with the needle exposed. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a side-pierced sleeve. Retained samples were tested, and in none of these tests was a side-pierced sleeve observed before or after use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.